Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patients admitted for procedures were not automatically populating in the station. A technical support specialist (tss) dialed into both affected stations and reviewed data sync logs, with no errors observed on either device. Tss then dialed into the server and verified sync information for both devices, confirming that the devices were uploading successfully with no errors. Health sight viewer (hsv) logs were also reviewed and showed no errors. Tss logged into the es web page and reviewed that the mrn provided shows three admitted visits, all scheduled for future dates. Because of this, they do not appear immediately on the station. The customer acknowledged the explanation and agreed to close the case. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, patients admitted for procedures were not appearing in the pyxis machines and required manual entry. This issue had impacted patient care and had the potential to cause problems with narcotics management. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.